Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested.

Event description:
Healthcare professional reported a xen®45 gts event described as "injector issue" prior to implantation in right eye. Surgery was completed with second xen®45 gts device. There was no eye contact.

Manufacturer narrative:
Device analysis: the slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is not confirmed since no slider knob resistance was observed during functional testing. Additional, changed, and/or corrected data: d.9., g.1., h.3., h.6.

Event description:
Healthcare professional reported a xen®45 gts event described as "injector issue" prior to implantation in right eye. Surgery was completed with second xen®45 gts device. There was no eye contact.

Event description:
Additional information further provided, the details of the event. Reporting the injector "wouldn't prime. Advance in injector not found", prior to injection. There was no eye contact.